Event description:
On october 14th, the user contacted dario to report high blood glucose (bg) readings.the user reported receiving bg readings from her dario meter that were 50 mg/dl higher than the bg readings that she received from her non-dario meter and the results that she received from her labwork.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.